Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by abdomen pain, fever and cloudy fluid. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with amikacin injection (100mg, once daily, intraperitoneal, duration not reported), imipenem injection (1 gram, once daily, intraperitoneal, duration not reported) and vancomycin (1 gram, start dose, intraperitoneal) for peritonitis. At the time of his report, the patient outcome was unknown. Pd therapy was ongoing. No additional information was available.